Event description:
Pt implanted in 1999 in the upper right and left and lower vermilion borders. Onset of implant displacement, wound drainage and implant extrusion 07/1999. Pt revised 07/26/1999. In 1999 implant explanted and pt treated with bactrim.